Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with customer's low blood glucose levels. The customer's blood glucose level at the time of incident was 47mg/dl. The customer treated with orange juice and two pieces of candy. Troubleshoot was conducted and the pump was found to be operating as designed. The customer states that during the troubleshoot they encountered issues with act button and getting into standard review. Troubleshoot was done, and the customer was able to enter the standard review option. The customer was advised to monitor the device and call back if issues persist.